Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device and a companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and simulated use testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set stopped allowing flow of lidocain at some point during infusion. The set was being used with a pump set at 120 ml/hr and a primary set was connected. The issue was solved by replacing the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.